Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sodium electrode, flushed the dilution probe pipette and flushed the ise pathway. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sodium electrode, flushed the dilution probe pipette and flushed the ise pathway. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sodium electrode, flushed the dilution probe pipette and flushed the ise pathway. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sodium electrode, flushed the dilution probe pipette and flushed the ise pathway. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant sodium results were obtained for five pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun on another advia 1650 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained for five pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun on another advia 1650 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained for five pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun on another advia 1650 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained for five pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun on another advia 1650 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Event description:
Discordant sodium results were obtained for five pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun on another advia 1650 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sodium electrode, flushed the dilution probe pipette and flushed the ise pathway. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.